Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2018-10111. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the damaged extension and high impedance were unknown.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37086. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedance was measured on the right side of the patient's system. The impedance was measured during an explant procedure and it was determined that the extension was damaged. The right extension was explanted and replaced. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.